Event description:
It was reported that during a rotational atherectomy procedure, the floppy rtw guide wire fractured outside of the pt while platforming a 1.25 rotalink burr. The procedure was completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
The wire has not been returned for analysis as of this date.